Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (batter life w/ moisture) issue. The reporter alleged that the battery compartment was cracked with evidence of moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: a review of the pump¿s black box data revealed no evidence of short battery life. The battery compartment was observed to be cracked, with no evidence of moisture inside. The returned battery cap was able to fully secure onto the pump. The pump powered on with the returned battery cap. The electrical current draws measured within specifications. The leak test failed due to a battery compartment crack. The pump was opened and no evidence of moisture or loose components were found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.